Event description:
It was reported by the customer that a pyxis medstation es system was not syncing with the server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie on the matrix was not showing up. The technical support specialist confirmed that this issue might be resolved on the same day and attached an article of "resolved issue - non specific resolution" for the user reference and confirmed that the issue was resolved by hospital information technology. The system functioned as intended after the customer troubleshot the device. The contact information was kept blank due to no information was provided by the tsc.